Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub one photo was provided to the quality team for investigation. The image shows a needle assembly attached to a syringe, missing both the plastic shield and the needle. The needle appears to have been inserted into a stopper vial. Based on the investigation and photo analysis, the reported symptom is confirmed. However, since no physical sample was available for evaluation, a probable root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 4054382 and 5016206. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb mck needle pulled out of the hub. The following information was provided by the initial reporter: material#: 306609, batch#: 5016206 & 4054382. Rcc received a complaint via email. While drawing up medication from vial, needle detached from syringe and remained stuck in medication. Product name: needle, sfty 192-n2558s prevent sg org 25gx5/8," lot / serial number: (B)(6).